Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1:- device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2015 with the following findings: a visual inspection of the pump showed a battery compartment crack. There was corrosion and rust observed inside the battery compartment. During testing, the pump failed the leak test due to a battery compartment leak. The pump was opened and no further evidence of internal moisture was observed.